Manufacturer narrative:
On (B)(6) 2019 - this lead was explanted and replaced (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on ff. Lead remains implanted, but patient is scheduled to undergo lead revision next week. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.